Event description:
It was reported that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clips would not close correctly. Opened a new clip applier and that worked fine to complete the case. There was no consequence to pt.